Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, the cartridge was attached to the stapler, and when an attempt was made to fire the device on the stomach, the shaft pushing out the knife and the staples broke, and the device could not be used. As far as the sample was seen, most of the staples have been fired. The procedure was completed with another device. There was no patient injury.